Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This report is in relation to a clinical study patient. It was reported patient underwent a sensor implant procedure on (B)(6) 2016. The following day, the patient fell due to weakness. The fall resulted in a fracture between c7 and t1. In turn, the patient was placed in a neck brace. On (B)(6) 2016, the patient's breathing began to deteriorate. Next, the patient began to experience chronic systolic congestive heart failure and flash pulmonary edema. As a result, the patient was sent to hospice care and passed away on (B)(6) 2016. It was noted the reported event was not device or product related.